Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: colombia there is leakage in the pouch.

Manufacturer narrative:
Samples received: 5 sachets of catgut plain 2/0 (3.5) 75cm hr37s suture are received, in a closed package, with solution leakage. Preliminary analysis: stock review: once the inventory review was carried out, it was verified that there are currently no available units of this product code and lot number. Quantity produced / imported: traceability is reviewed and verified that of this lot and product code, a total of (B)(4) units were manufactured. (B)(4). Background: the database of complaints is reviewed and verified that to date there are two reports of incidents related to this product code and lot number. Batch record: the documentation corresponding to the manufacture of the batch was reviewed and verified that the batch had a normal process, no deviations or alterations during production were identified. Analysis of sample (s): the samples received were visually checked, it was evidenced that the sutures sent by the client, leak through a small hole caused in the aluminum foil. This damage was caused by a defect in the mold of the sealing machine, which is not detected in the process, only after a time when the solution makes contact with the affected part of the aluminum and causes deterioration to the same. The reported batch was manufactured prior to the CAPA implementation that addressed this defect. Conclusions: given that the samples provided by the customer do not meet the specifications of b. Braun, we conclude that the claim is confirmed. Actions: in relation to this cause, a corrective action has already been implemented, which is currently in the process of verifying the effectiveness.